Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s shower bag was leaking. The patient used the shower bag for the first time in the hospital and found that although controller and batteries were placed appropriately and bag was sealed according to instructions, that controller and batteries became wet during shower while in the bag. The shower bag itself remained damp for over 12 hours after use. The patient was at risk for controller damage due to exposure to water. The shower bag was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The shower bag was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the device passed functional testing and visual inspection. As a result, the reported event could not be confirmed. If information is provided in the future, a supplemental report will be issued.